Event description:
It was reported that log file appeared to capture no external power alarms on 24jan2024 when the patient was connected to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The log file contained information spanning approximately 5 days (24jan2024 to 28jan2024 per timestamp). At the onset of the log file (7:56 on 24jan2024), events consistent with a loss of external power were observed while the controller was connected to the mpu. Low voltage and power cable disconnect alarms were first observed at 7:56:01, and a brief no external power alarm activated at 7:56:03 when the voltages of the power cables reached ~0v. The controller¿s backup battery activated as intended and supported the system without issue. The no external power alarm cleared within approximately 1 second of its activation, when the voltages of both cables returned to their typical values. The pump maintained a speed above the low-speed limit throughout the data, and no further notable events were observed. The mpu (serial number: unknown) was not returned for evaluation. Multiple attempts were made to acquire additional details surrounding the event; however, no response was received. The root cause of the observed alarm appeared to be a loss of ac power to the mpu; however, the reason for the power loss could not be conclusively determined through this investigation. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.